Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Discarded by facility. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or over-torquing the driver within the screw head.

Event description:
On 09/23/2021, it was reported by a sales representative via phone that (3) ar-8827l-18 low profile locking screw would not engage into the plate. This was discovered during use in a clavicle fracture on (B)(6) 2021. The case was completed by placing only 2 out of the 5 screws into the plate, leaving 3 of the holes empty.